Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622 there was no reported patient involvement.

Manufacturer narrative:
One device was received for repair of complaint that the pump exhibited error code 41622, which indicates a system fault. Review of service history found no service record for the last 12 months. Review of event log confirmed error code 41622. Visual and functional testing was performed. Found loose gear. The most likely cause of the reported error is the loose hub gear. Reseated hub gear to resolve report error. This device passed all functional tests after the repair.